Manufacturer narrative:
No patient present. A medtronic field service engineer tested batteries on both mvs (mobile viewing station) and o-arm. He could not replicate the issue. Performed system check out, o-arm fully operational, no fault found.

Event description:
A medtronic representative called to report that the o-arm displayed a critical battery error. No patient present.